Event description:
It was reported that the patient presented for a pacemaker implant procedure. Upon interrogation, the right atrial (ra) lead exhibited a failure to capture and high pacing impedance. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of loss of capture and high pacing impedance were not confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies on the lead with exception of damage consistent with that occurring at the time of the procedure. X-ray examination of the lead found the inner coil was over torqued in the connector region consistent with the procedure damage.